Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer reported that they received sensor error alarm. The customer's blood glucose was 84 mg/dl and sensor glucose was below 60 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 84 mg/dl and sensor glucose was 53 mg/dl at the time of call. The sensor will be returned for analysis.